Event description:
It was reported that the device longevity was not met as promised. Upon further investigation the device has experienced a power on reset condition. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a power on reset (por) - power on reset parameters recorded on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a power on reset (por) - power on reset parameters recorded on (B)(6) 2012.